Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded the cartridge with cold insulin. Customer loaded a new cartridge to resolve the issue. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 400 mg/dl.